Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. The transformer was found defective and the mains inlet with fuses were found damaged. Both parts were replaced but not returned for investigation. The compressor was returned to service after successful verification of proper function. The root cause of the defective parts has not been determined.